Event description:
Pt reported they experienced a right eye (od) corneal ulcer in (B)(6) 2012. Pt stated there were white spots on the pupil and the eye dr prescribed drops for 2 weeks. Pt stated the issue cleared up and that when they returned to lens wear, the ulcer returned (date unk). Pt self treated with the prescribed drops. Pt additionally stated that since the ulcer, he/she has had blurry spots in the vision. Ecp stated that the pt presented on (B)(6) 2012 with a small corneal ulcer in the od. Pt was not experiencing any redness or pain. Medical chart depicts a central corneal ulcer as well as a smaller ulcer at 2 o'clock. Pt's va prior to the event is unk. Va with correction at the visit was 20/40 od. Pt was treated with besivance drops every hour. The ecp stated that the ulcers experienced on (B)(6) 2012 were not infectious. The pt did not return for a f/u regarding this event. Pt presented again on (B)(6) 2012 with blurry vision. Va was 20/50 od. The pt has been cleared to return to contact lens wear. Product is not available for return and lot number of suspected product are unk.

Manufacturer narrative:
If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings. Method: no testing methods performed. Actual device not evaluated.